Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified that the device had not been in for service yet. The pump was tested, and it was found that the flow rate was outside the specification. (Flow rate too low -3.421%). The customer issue was not confirmed. The reported issue was determined to user related issue, incorrect flow rate measurement. The expulsor and valves will be replaced. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy tests results are confirmed to be within specification.

Event description:
It was reported that the device delivered too much. The operator of the device was the reporter. There was no patient involvement.